Event description:
Patient came in for an outpatient electrophysiology procedure, requiring right-sided common femoral vein access for introduction of ep equipment, including the ablation catheter. The sheath used for the access was an abbot "sr0" sheath, though which the "grid catheter" was inserted into the body. When it came time to removed the grid catheter during the procedure, the catheter seemed stuck inside the sheath, and the team had to removed the sr0 sheath with the grid catheter in order to removed it from the patient's body (ordinarily, the catheter should be able to be removed while the sheath remains in place). A new sheath was obtained and placed, and the case was completed. No harm was identified to the patient as a result of the defective device. The defective device was given, with the packaging, to the abbot rep.